Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels since (B)(6) 2015 of 250 (mg/dl). Customer stated that the possible cause was their healthcare provider adjusted one of the settings. The customer also stated that they were under stress which might also be the cause. Correction boluses via the pump were administered to address bg levels. The customer stated they are in contact with their healthcare provider to discuses elevated bg levels.